Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. Abbott vascular communicated the voluntary field action to the FDA. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified, marginal coronary artery. A 3.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced to the lesion and upon the first inflation attempt, a rupture (tear/hole) of the balloon was observed. A new bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].

Event description:
Subsequent to the previously filed report, analysis of the returned device observed stretched proximal seal and a tear in the shaft of the catheter. When pressurized, fluid leaked from the shaft, but there was no balloon rupture. Follow-up with the account clarified the event as follows. The nc trek was unable to be inflated at the lesion. When the device was removed from the patient, a tear in the shaft was observed. It was further reported that the balloon was not submerged in saline prior to use. No additional information was provided.